Event description:
Healthcare professional reported the device did not have the slippery (lubricious coating) to get the implant into the cavity of the breast. There was no patient contact made with the device. A back up device was utilized.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "the device did not have the slippery (lubricious coating) to get the implant into the cavity of the breast".